Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed end of life (eol) with a long charge time ten days after reaching recommended replacement time (rrt). It was also noted the right ventricular (rv) lead superior vena cava (svc) defibrillation coil had suspicious variable impedance values, with high impedance observed several months prior and an alert triggered due to high impedance. The svc coil was previously programmed off and the rv lead remains in use. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.